Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed with the slide retract fully retracted. The device needle mechanism was reset and redeployed as intended. There were no damages or defects that would indicate any failure to deploy. The device was downloaded and returned an 0x18 alarm. The download data showed the device ran for 4036 pulses and the reservoir was empty. This is an empty reservoir alarm indicating the device operated as intended. The e-seal was inspected and no damages or defects were observed.